Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos/ x-rays were not provided. Device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational, or post-op traumatic factors. DHR review: DHR review unable to be performed as lot numbers are not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that part of an roi-c construct migrated post-operatively. The treatment plan has not yet been decided. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00154.

Event description:
It was reported that part of an roi-c construct migrated post-operatively. The treatment plan has not yet been decided. This is report two of two for this event.